Event description:
Last couple weeks, both pumps have been beeping every other day often on and off, and the beeping will go away when pt lightly pounds on it but the beeping will come back. It happens throughout the day and overnight. No error code message on the monitor, but pumps are still working and one beeps more than the other. Sn (B)(4). "Did the reported product fault occur while in use with a pt: yes; did the product issue cause or contribute to pt or clinical injury: no; did we replace products: yes." Dose or amount: 38 ng/kg/min; frequency: continuous; route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.